Event description:
When the rapid transit microcatheter (mc) was used for supporting the noncordis (truefinder) guidewire, the mc could not cross the total occluded target lesion in the right posterior tibial artery. Friction was felt when the gw was changed and a kink was noted on the mc. The procedure was completed using another unknown mc with no adverse event to the patient. The target vessel was heavily calcified, moderately tortuous. The lesion was a 100% stenosed chronic total occlusion (cto). During the analysis of the product, ptfe delamination was noted.

Manufacturer narrative:
A non-sterile rapid transit was received coiled inside of a plastic bag. The mc was inspected and several bends were observed on the proximal shaft. Compressed and flattened sections were observed on the distal shaft. During functional testing, a lab sample guide wire lab could not be inserted through the microcatheter. The hub was inspected and appeared to be obstructed. The (ID) inner diameter from the microcatheter was measured and was found out of specification due to the obstruction in the hub. The(od) outer diameter was found within specification. Cross sectional analysis was performed and was found that the rapid transit obstruction was caused by observed ptfe delamination. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The target vessel was heavily calcified and moderately tortuous with 100% cto. These characteristics are likely factors contributing to the inability of the rapid transit to cross the lesion. These characteristics along with procedural manipulation are the likely cause of the reported kink noted during the procedure. It is likely that the other kinks and bend observed on the returned product are due to post procedure handling/packaging for shipment. Inability to insert a guidewire was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the observed ptfe delamination cannot be determined. Although no conclusion can be made, based on the report that the resistance with the guidewire did not occur until exchange of the guidewire, it is possible that procedural factors/device interaction contributed to the observed ptfe delamination. Actions have been initiated to identify possible manufacturing related root cause and implement any corrective actions if determined necessary. Action was opened to address this kind of defect on microcatheters. It was observed during review of lot 13455362 that nonconformance was opened by particle test failure of weekly test for the (mc) microcatheter product. The lot was flushed, tested and released. This finding is not related to the reported event.